Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. A: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to a preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow.